Event description:
It was reported the mic-key button broke in less than one month and the following event series occurred in which the patient required silver nitrate for granulation tissue treatment. Event #1: office not documentation for (B)(6) 2025 reports "hyper granulation tissue... Intermittent bleeding from the site of her mic-key which typically ceases upon application of silver nitrate." Event #2: office not documentation for (B)(6) 2025 reports, "another application of silver nitrate to the hyper granulation tissue around her chronic gastrostomy tube... Increased volume in bleeding from site." Event #3: office not documentation for (B)(6) 2025 reports, "hyper granulation tissue has been managed with silver nitrate, which has been effective in controlling the bleeding." Event #4: office not documentation for (B)(6) 2025 reports, "...hyper granulation tissue is currently under control/almost completely gone for now." Event #5: ed [emergency department] note for (B)(6) 2025 reports, "stomach tube balloon rupture today," tube was replaced. Event #6: office not documentation for (B)(6) 2025 reports, "experiencing issue with her g-tube, which has popped out twice, denies overfilling the balloon, using 5 ml per instructions, tube replacements were managed in the emergency room..." Ube was replaced. Event #7: office not documentation for (B)(6) 2025 reports, "there have been no recent incidents of the balloon popping." There was no reported injury.

Manufacturer narrative:
Health effect - clinical code/appropriate term / code not available: hyper granulation tissue the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 21-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-ghc-25-03227. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.